Event description:
Reportedly, an annuloplasty ring was explanted after an implant duration of approximately 13 years 13 days (156.43 months) due to mitral regurgitation of the native valve. This device was replaced with a bioprosthetic valve. During the surgery, no problems were observed. Tricuspid annuloplasty (tap) with cosgrove 4600 ring was also performed at the same time. Customer commented that this explant was expected and not device related.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was discarded at the hospital and will not be returned for evaluation. Echo report was not provided. Serial number is unknown. Therefore, a DHR review cannot be done. Patient condition resolved as of (B)(6) 2011. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Without additional information from the health care provider, we are unable to determine the root cause for explant of this device.